Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. During the revision the physician noted that he believes the battery depletion maybe a result of the extensions not being tightened down. A new ipg and new extensions were implanted. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient's ipg is depleting quickly. A bsn representative analyzed the patients database and confirmed premature battery depletion. The physician will replace the patient's ipg.

Event description:
A report was received that the patient's ipg is depleting quickly. A bsn representative analyzed the patients database and confirmed premature battery depletion. The physician will replace the patient's ipg.